Manufacturer narrative:
This report is filed on july 03, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient was explanted on an unknown date because of an extrusion of the receiver/stimulator. It is unknown if there are plans to reimplant the patient as of the date of this report, may 22, 2019.